Manufacturer narrative:
(B)(4).

Event description:
The patient's device was explanted due to a significant wound infection. They believe the infection is related to surgery. Device history record for the lead and generator were performed. The generator and lead were confirmed hp sterilized prior to distribution into the field. The generator was explanted and no known surgery for the lead has occurred to date. No additional information has been received to date.

Event description:
Confirmation was later received that the patient also had their lead explanted due to infection.